Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient did not calibrate according to user guide specifications. At the time of contact, patient did not report any injury or medical intervention.